Event description:
It was reported that during an equipment eval conducted by the manufacturer's sales rep, a drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for eval. A follow up report will be submitted if the product is returned, and if the investigation results require.